Manufacturer narrative:
At this time the lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report will be submitted should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead caused a red alert to be declared due to occasional high shock lead impedance measurements. The patient's physician did not feel that the out of range measurements were due to a connection issue and was aware of the situation; all measurements are currently within normal range. The patient will be monitored closely. The lead remains implanted at this time. No adverse patient effects reported.